Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 05-jan-2022. The device evaluation was completed on 03-feb-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and force evaluation of the returned device. Visual analysis of the returned sample revealed that reddish material was observed in the pebax, a hole was found on the smart touch unidirectional catheter. Magnetic sensor functionality was tested on carto and the catheter failed, error 106 was observed. A failure analysis was performed and the catheter was dissected on the tip area. Loss of electrical continuity at the sensor was found. It was determined that the root cause was an internal failure of the sensor. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. As part of biosense webster, inc.'s quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use contain the following warning stated in the carto 3 system manual: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. Regarding the additional finding observed, the instruction for use contains the following information: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab observed a hole on the thermocool® smart touch¿ electrophysiology catheter (pebax). Initially it was reported that midst procedure, the pressure sensor stopped working. Cable change did not help. New catheter fixed the issue. The surgery was not delayed due to the reported event. The procedure was successfully completed. There was no patient consequence reported. The force issue reported was assessed as not MDR reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 03-feb-2022 there was reddish material observed in the pebax and a hole was found on the thermocool® smart touch¿ electrophysiology catheter (pebax). . The hole on the thermocool® smart touch¿ electrophysiology catheter (pebax) was assessed as MDR reportable. The awareness date for this reportable lab finding was 03-feb-2022.